Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the pt experienced blood pressure decreased. The 90% stenosed target lesion being treated located in the mid right coronary artery (rca) was 20.0mm long with 3.50mm in reference vessel diameter. During the index procedure, a 3.50x32mm and 3.50x20mm taxus express2 stent was implanted in the rca. The lesion was predilated with an unk 3.25x20mm balloon. Post dilation was performed with an unk 3.5x10mm balloon with 0% residual stenosis. The 100% stenosed target lesion located in the proximal left anterior descending (lad) was 20.0mm long with 3.50mm in reference vessel diameter. A 3.00x32mm and a 28mm taxus express2 stent was implanted in the proximal lad with a non-bsc stent in the distal lad during the index procedure. The lesion was predilated with two 2.75x28mm unk balloons. Post treated visual inspection revealed 0% stenosis. Blood-pressure decreased was confirmed due to "bleeding due to the index procedure" and "vagal reaction". The event was considered resolved and the pt discharged on bayasprin and plavix.

Manufacturer narrative:
The device will not be returned for eva; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.